Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The patient had an enb procedure on (B)(6) 2016. On (B)(6) 2016, the patient presented to the emergency room with lightheadedness, rapid heart rate, and low blood pressure and went into full cardiac arrest. Resuscitation efforts were unsuccessful and the patient died. The event was reported as not related to enb device or index procedure.